Event description:
The customer reported multiple return line air detector (rlad) alarms, including an alarm that the rlad saw fluid too soon. Patient information is not available at this time. This report is being filed due to device malfunction that would likely cause or contribute to a death or injury if this same failure were to recur.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: the rlad was returned for investigation. Visual inspection revealed no anomalies. Functional testing was conducted. No problems were found with the rlad. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The reported alarms were confirmed in the rdf for the optia. The terumo bct service representative replaced the rlad. The machine has been in use with no further occurrences of the problem. Root cause: the root cause of this problem could not be definitively determined. Since replacement of the rlad has resolved the issue, it is likely that this part was at least a contributing factor, but because no problem could be identified with the returned rlad in our analysis, this cannot be confirmed. Corrective action: an internal CAPA has been initiated to evaluate and correct intermittent false alarm problems experienced with return line air detectors.

Event description:
This event occurred during setup for the procedure, before a patient was connected,therefore no patient information is reasonably known at the time of the event.